Event description:
It was reported that this right ventricular lead exhibited high out of range pace impedance measurements and increased thresholds. This lead was also noted to have exhibited myopotential oversensing. Technical services (ts) discussed possible causes and troubleshooting options. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to include an update to field d.4 model number.

Event description:
It was reported that this right ventricular lead exhibited high out of range pace impedance measurements and increased thresholds. This lead was also noted to have exhibited myopotential oversensing. Technical services (ts) discussed possible causes and troubleshooting options. This lead remains in service. No adverse patient effects were reported.